Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the programmer head had no telemetry and failed all its uplink amplitude tests. It was further noted that the rubber portion of the head's label was detached. The head was being sent on for repair. (B)(4).

Event description:
The radiofrequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.